Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a clinical follow up that the patient's right ventricular (rv) lead exhibited elevated capture threshold. X-ray showed that the rv lead was dislodged but still remained in the right ventricle. The rv lead was repositioned. The patient was in stable condition.